Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok keypad button was intermittently unresponsive and required excessive force to elicit a response and the down arrow keypad button was found to be hypersensitive. All of the other keypad buttons responded appropriately and spring back or click normally. There was evidence of keypad contamination found under the key contacts and the down arrow key was found to be misaligned. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow, down arrow and ok keypad buttons were unresponsive. There was no reported patient impact associated with this complaint. There was no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.